Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated insulin pump had completely shut off and after changing her battery, it would come back on and the it would stop again it did not come back on and prior to that she had a no delivery alarm and then it completely shut off there was nothing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.